Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07k62-77 that has a similar product distributed in the us, list number 7k62, 510k k983442. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false elevated architect tsh result generated on the architect i2000sr processing module for a 54-year-old male who had undergone coronary artery stent implantation. (Customer provided tsh reference range: 0.35-4.94 uiu/ml). The following results were provided: (B)(6) 2026 sid (B)(6) tsh result = 3.1397 uiu/ml, new sample (B)(6) 2026 with tosoh platform = 0.245. Uiu/ml (tosoh reference range: 0.56-5.91 uiu/ml), (B)(6) 2026 sample repeated on architect with sid (B)(6) = 0.1993 uiu/ml. No impact to patient management was reported.